Event description:
It was reported that the patient had been hospitalized with Diabetic Ketoacidosis (DKA) on (b)(6) 2026. The patient's blood glucose levels reached 700 mg/dL while wearing the Pod for between 49 and 71 hours. The patient administered multiple boluses, drank lots of fluids to attempt to correct blood glucose levels to no avail. Reportedly, the patient¿s mother called the hospital and was instructed to replace the Pod. When the Pod was removed from the infusion site, the Pod's cannula was found bent. The mother reported that after a few hours the patient¿s blood glucose levels dropped significantly and they proceeded to the emergency department. Symptoms reported include vomiting, alteration in body temperature, drowsiness and dry mouth. During hospitalization, the Pod was removed and the patient was treated with fluids and an intravenous insulin drip. The Pod was discarded. The patient was released on (b)(6) 2026.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.2-p001Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LCGM Sensor Type: UnknownPlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.